Event description:
It was reported that the telemetry head was unable to communicate with devices. The head will be sent in for service. No patient complications have ben reported with this event.

Event description:
It was reported that the telemetry head was unable to communicate with devices. The head will be sent in for service. No patient complications have been reported with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) head functional uplink tested out of specification. The rf head cable found is broken.